Event description:
It was reported that the syringe 5ml ll w/ndl 21x1 rb plunger was seated incorrectly and difficult to move. The following information was provided by the initial reporter: "customer stated that they have had the same issue with two different syringes. Customer stated that the plunger is not seated correctly and that there is an issue with the plunger's circumference. For material 309632; doe (B)(6) 2020. Before use, no adverse events."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 5ml ll w/ndl 21x1 rb plunger was seated incorrectly and difficult to move. The following information was provided by the initial reporter: "customer stated that they have had the same issue with two different syringes. Customer stated that the plunger is not seated correctly and that there is an issue with the plunger's circumference. For material 309632, doe (B)(6) 2020. Before use, no adverse events."